Event description:
It was reported that a minimum fill notification occurred during the load sequence. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The elevated bg was addressed by loading a new cartridge, and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned